Event description:
The customer reported to olympus, the evis exera ii xenon light source would not power up during an esophagogastroduodenoscopy. According to the customer, the device had this issue previously (patient identifier (B)(6)) but it was thought to have been resolved by replacing a fuse. The procedure was completed using similar equipment in another room. There was a procedural delay of 20 to 30 minutes. In addition to the loss of power, a burnt odor was detected coming from the device. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction of the device not powering on. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and determined to be caused by a faulty power supply. Corrosion was found on the top cover, bottom chassis and front panel chassis and there was damage on the front panel mouth. There was a worn out socket slider switch, which had caused intermittent use of high intensity. The lens was stained, the air pump flow rate measured out of range and the iris printed circuit board was intermittently stuck. The device required the iris cable and igniter to be updated. There was a non-olympus lamp installed and the meter had read over 400 hours, causing the light output to measure out of range. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the investigation confirmed the device did not power on due to a faulty power supply unit. The specific root cause of the faulty power supply unit could not be determined at this time. Olympus will continue to monitor field performance for this device.